Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). A visual inspection was performed on the returned stent. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the 2.8x16 rx graftmaster covered stent system failed to cross due to patient anatomy; not due to any interaction with any devices. After withdrawing the graftmaster without issue, the stent was intentionally deployed by the healthcare practitioner while outside of patient anatomy after the failure to cross to inspect the stent for informational purposes only. There was no other issue with this device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with an existing perforation in the mid left anterior descending (lad) coronary artery. An attempt was made to cross to the perforation using a 2.8x16 rx graftmaster covered stent, however, it was unable to cross due to interaction between guide wires and other unspecified equipment. Prolonged balloon inflation using an unspecified balloon catheter was able to treat and resolve the perforation. The failure to cross reportedly did not cause or contribute to any adverse patient sequelae and did not cause or contribute to a clinically significant delay. No additional information was provided.